Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Unable to confirm missing segments or partial display, unexpected restart alarm, low battery alert and unable to perform any test due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer stated the insulin pump notified her that it was getting low and then the screen went blank. They put a new battery and it started up but then it cleared the screen out. The customer's blood glucose level was 197 mg/dl. They could barely see the screen. The screen showed an unexpected restart alarm but it was faded. They could see a bar code flashing through the screen. They also mentioned that there was a crack on the insulin pump. The damage was towards the top of the screen. The customer stated the insulin pump had slipped out of her bra and hit the bed frame. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.